Event description:
When applying the urgent pc device to the patient's ptns needle in her ankle the urgent pc device only allowed the user to go up to level 4 and then turned off automatically. Device was plugged in and both leads did the same thing. When switched to an entirely different lead, it worked completely fine. FDA safety report ID# (B)(4).